Event description:
The rptr's caregiver called lifescan when she learned about the surestep replacement program. The caregiver had noticed on two occasions, that her pt received er1 messages. The first er1 happened a while back (date unk). Nothing was done because the caregiver stated that everything looked normal. The second er1 appeared in april 1998. With the message, nothing was done. A test the next morning was 83. The rptr's medications may have been made due to meter readings. Because of how the alzheimer's disease has affected the rptr, it is difficult for the caregivers to interpret symptoms of high blood sugar.